Event description:
On (B)(6) 2022 fujifilm healthcare americas corporation was informed of an incident with regards to ed-580xt. During an ercp sphincterotomy the cautery was not functioning correctly and was not cutting the ampulla as intended. The cautery functioned as intended after switching out the electrosurgical unit. After the procedure was complete, the doctor noticed burns in the patient's duodenum adjacent to the ampulla. There was minor blanching of the mucosa with some coagulated blood. The doctor believes that there was current leakage from the cautery. No additional intervention was required. The procedure was completed successfully. There is no death associated with event. As such, this report is being submitted in an abundance of caution.